Manufacturer narrative:
The manufacturer received information alleging a patient experienced not receiving the correct pressure and continually alarming while using a trilogy evo device. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code, pressure sensor mismatch, was observed in the device's error log. The manufacturer service technician evaluated and checked for contamination in the air pathways but found no contamination in the air pathway or machine flow sensor. In conclusion, the device's machine flow sensor was proactively replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the front panel was replaced for the ambient light sensor verification test step failing which was unrelated to the reportable issue. The air inlet foam filter and particulate filter were replaced unrelated to the reportable issue. The device passed all final testing.

Event description:
The manufacturer received information alleging a patient experienced not receiving the correct pressure and continually alarming while using a trilogy evo device. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. Philips is currently investigating this complaint; however, the device examination has not begun because the device has not yet been returned to the manufacturer for investigation. As part of the complaint handling process, the manufacturer will attempt to retrieve the device for investigation.